Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted, but appears bent/stretched and is sticking out from the end of the lead. There was blood visible in the helix and it was stretched out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a right ventricular (rv) lead during a procedure. The physician was having a difficult time advancing the lead through the sheath. Upon removal, it was noted that the fixation screw was outside of the lead tip when the lead was being advanced thus resulting in a bent fixation screw. The lead was replaced and not used. No patient complications have been reported as a result of this event.